Manufacturer narrative:
Product analysis: loss of communication warning was confirmed. The analyzer was sent to manufacturer for repair. The user was sent a replacement analyzer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer produced a loss of communication warning. It was noted that the analyzer was used in another programmer, and the warning was displayed again. The analyzer was returned for service. There was no patient involvement.